Manufacturer narrative:
There was no donor involved in the incident. The pcb has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On october 29, 2020, haemonetics was notified of a burnt pcb on a pcs®2 plasma collection system.